Event description:
It was reported that during patient use, the ventilator was auto triggering. The patient was removed from the device. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and the alleged malfunction could not be duplicated. The ventilator passed all testing.